Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. An x-ray of the pelvis revealed that the balloon had a hole and was empty with persistence in the cuff. The aus was removed with no patient complications.